Manufacturer narrative:
(B)(4). Batch # r5a75j. Device evaluation summary: the analysis found that one ntlc55 device was returned with no apparent damage and with a reload loaded on the device. The reload had the proximal 8 drivers up and the remaining drivers down with staples present and swing tab in the locked position. It was noted that the "doghouse" component of the cartridge damaged. Further analysis showed that the knife sub-assembly was damaged and a dent was noted on the pan cartridge making the reload non-functional. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an open total gastrectomy, the device could not be fired at the 2nd firing on the jejunum. The surgeon felt as if something was caught in at the first firing, and the firing knob had a difficulty in being returned to home position at that time. Additional suture was performed to complete the case. There were no adverse consequences to the patient. The surgeon commented that there was a possibility that the firing knob was slightly returned after the 2nd firing started. No further information is available.